Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified low readings on the adc device. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced drowsiness, "unable to get up", loss of consciousness, and seizure. The customer was then seen by a healthcare provider where they received treatment of "torsmed, digoxin, loristam coronal, ranlosin, sintron. Novomix" for treatment. There was no report of death, serious injury, or mistreatment associated with this event.